Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's system was programmed to sure scan mode in order for them to receive magnetic resonance imaging (MRI). When placed in this mode, the patient had diaphragmatic stimulation from their ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.